Event description:
It was reported that during a procedure, the metal tip of the device broke off inside the patient and the doctor was unsure whether or not the tip was retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure, the metal tip of the device broke off inside the patient and the doctor was unsure whether or not the tip was retrieved.

Manufacturer narrative:
The returned unit does not match the initially reported super 90s serfas energy probe part number 279-351-300. The returned device was confirmed to be a 3.5 mm 90s serfas energy probe part number 0279351100. The reported failure mode was confirmed on the returned unit. The missing flower shaped electrode portion was not returned for evaluation. The rest of the electrode was visible inside the ceramic tip. Scratch wear marks were observed all over the insulation, ceramic and lumen. No visual wear marks were observed on the opposite side of the probe¿s insulation. Tissue residue was observed inside the tip (ceramic). Based on the returned unit's evaluation, the most probable root cause could be design (strength) combined with user related (misuse). In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.